Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. A supplemental report is being submitted a correction. D5 operator of device corrected from healthcare professional to lay user/patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: one (1) controller and six (6) batteries were not returned for evaluation. Raw log files were not available for analysis. Review of the available autologs report revealed that fourteen (14) controller power ups and associated motor start events were logged between 29/jan/2021 and 07/feb/2021, indicating losses of power to the controller. The controller was without power for an average of twenty-five (25) seconds each time it experienced a power loss event. Review of the autologs report also revealed four (4) critical battery alarms logged on (B)(6) 2021 with a battery capacity above 10% relative state of charge (rsoc) involving (B)(6). As a result, the reported bent pin in the controller power port event could not be confirmed. The reported losses of power and critical battery alarm event were confirmed; however, the cause of the critical battery alarms could not be determined as raw log files were not available for analysis. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 09/jan/2019. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered. A possible root cause of the reported critical battery alarms involving a battery above 10% rsoc event may be attributed to a communication error between the controller and battery. A possible root cause of the reported bent pin in the power port event can be attributed to a misalignment between the power port and a power source output connector. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: battery (B)(6) h6:method code(s):b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 battery (B)(6) h6:method code(s):b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 battery (B)(6) h6:method code(s):b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 battery (B)(6) h6:method code(s):b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 battery (B)(6) h6:method code(s):b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 battery (B)(6) h6:method code(s):b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-may-2016 / serial#: (B)(4) / UDI #: (B)(4). Mfg date: 31-may-2015. Labeled for single use: no. Patient ime code(s): (B)(4). FDA device code(s): (B)(4), FDA results code(s): (B)(4), FDA conclusion code(s): (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-apr-2018 / serial#: (B)(4) UDI #: (B)(4). Mfg date: 30-apr-2017. FDA device code(s): (B)(4), FDA results code(s): (B)(4), FDA conclusion code(s): (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial#: (B)(4) / UDI #: (B)(4). Mfg date: 03-apr-2018. Patient ime code(s): (B)(4), FDA device code(s): (B)(4), FDA results code(s): (B)(4), FDA conclusion code(s): (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2018 / serial#: (B)(4) UDI #: (B)(4). Mfg date: 18-nov-2017. Patient ime code(s): (B)(4). FDA device code(s): (B)(4). FDA results code(s): (B)(4). FDA conclusion code(s): (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2018 / serial#: (B)(4) UDI #: (B)(4). Mfg date: 18-nov-2017. Patient ime code(s): (B)(4). FDA device code(s): (B)(4). FDA results code(s): (B)(4). FDA conclusion code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had poor mechanical connection and bent pins in one of the power ports and exhibited a loss of power associated with power disconnect alarms involving six batteries due to double disconnection. It was further reported that one battery exhibited four critical battery alarms. The controller and six batteries were replaced. No patient complications have been reported as a result of this event.